Event description:
It was reported the right ventricular (rv) lead dislodged overnight following the implant procedure resulting in no capture. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead 2009-(B)(6). (B)(4).